Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon clamped the clip applier down on the cystic duct and tried to open the applier but it would not. The surgeon had to manipulate the instrument to get it to release. The surgeon opened a new clip applier to finish the case. There was no pt consequence.